Event description:
It was reported that cadd - legacy pump fails occlusion at 6.58psi, during testing no patient involvement.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was intact upon receipt. Functional check was performed. The pump ran 2 minutes, 30.32 seconds and the pump alarmed at 2 minutes, 30.35 seconds. The battery loss alarm test was performed and passed. Error codes for high pressure and no disposable messages were found in the device event history log. Results: the customer reported problem was duplicated during the investigation. The pump performed on the pressure station pounds per square inch psi and failed the range caused by fluid ingression on the downstream sensor with alarm. Root cause of the reported event would be attributed to fluid ingression on the downstream sensor. Who caused the reported issue to occur is unknown and could not be determined. Recommended that the downstream sensor be replaced. A device history record DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: d4: correction: model number: 6400, d5: correction: operator of device: unknown, e4: correction: initial reporter sent to FDA: unknown.